Event description:
While taking the da vinci s permanent cautery hook out of the trocar during a robotic cholecystectomy, the hook would not come out of the trocar. The hook came out with the trocar removal with no harm to the patient. The hook has a little nub on the side of the instrument that didn't allow it to come out. The hospital needs reimbursement from company for unused usages.device #1is this a laboratory device or laboratory test?no.